Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 detached needle and 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received a closed sample and a detached needle. Tested the needle attachment of the sample received and the results fulfills the OEM requirements. A minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. The complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Separation between needles and threads were found when suturing by different surgeons. Consider that this must be related to the product quality. Samples received: 1 unopened pouch and 1 loosen needle. Needle detachment.